Event description:
It was reported that the insulin pump alarmed no delivery. The customer cleared the alert and received another right after. It was also stated that there were scratches on the screen and on the casing. The blood glucose reading was unknown. Troubleshooting was declined because the customer was at work. Advised to call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.